Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and exhibited oversensing due to lead migration. It was also reported that the right ventricular (rv) lead could not sense in the his bundle. The ra lead was scheduled for revision while the rv lead was not implanted and a replacement lead was used during the procedure. No patient complications have been reported as a result of this event.